Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be fluctuating. Subsequently, the pump shut down. The customer provided a blood glucose of 160 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.